Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced poor sleeve function, blood splatter/leakage or other sample leakage from device. This event occurred three times. The following information was provided by the initial reporter. The customer stated: the customer reported as follows: during blood collection, the sleeve did not return to the proper position, which resulted in blood leakage. There was no blood exposure or other serious outcome in the hcps.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-08. H6: investigation summary: bd japan received 291 samples, bd sumter received 48 samples and 5 photos for investigation. The photos were reviewed and the indicated failure mode for sleeve slow recovery/leakage with the incident lot was not observed. Bd japan selected 20 of the samples and were subjected to a draw test using colored water with all samples passing the test with no defect of sleeve recovery or leakage observed. Additionally, 10 customer samples along with 10 retention samples from bd inventory, were evaluated by sleeve functional testing and no issues were observed relating to sleeve recovery/ sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve recovery/ sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced poor sleeve function, blood splatter/leakage or other sample leakage from device. This event occurred three times. The following information was provided by the initial reporter. The customer stated: the customer reported as follows: during blood collection, the sleeve did not return to the proper position, which resulted in blood leakage. There was no blood exposure or other serious outcome in the hcps.